Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-02073 for the report of the pump exchange. Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was scheduled for a pump exchange on (B)(6) 2018, however, the pump exchange did not occur due to a (B)(6) blood culture. The infection was confirmed as candida and fungus and vegetation were found inside the pump. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient until a pump exchange was performed on (B)(6) 2018 (reference MFR. Medwatch report # 2916596-2018-02073 for the pump exchange event). A correlation between the device and the reported infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.